Event description:
It was reported that a user experienced low blood glucose while using an ilet system; the spouse reported a measured glucose of 64 mg/dl after a usual meal with a gradual decline over several hours, the user treated with oral carbohydrates and later reconnected to the pump, and no device alerts or alarms were reported, with the device problem and component details characterized as insufficient information. Symptoms included hypoglycemia without reported clinical signs, symptoms, or conditions beyond the low glucose measurement. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to determine a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.